Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1824231-2024-00090. The date of that submission was 28-oct-2024. Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint was confirmed. It was found during visual inspection the device was torn above the flanges. The malfunction cannot be attributed to the manufacturing process and could be related to the customer not following directions.

Event description:
It was reported that they noticed leaking air noise and decreased tidal volume on ventilator visualized tear. The issue was resolved by changing the trach out. There was patient involvement, and no patient harm/adverse event reported.